Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73c1800263 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that upon squeezing the trigger, the clips would not release from the clip applier and the device would not fire properly. After several attempts, the clips built up at the tip of the applier causing a blockage. Autoendo 5 was given to the biomedical department for further analysis. It appeared that the clips would not release from the clip applier, thus jamming the device from further use. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. A clip was partially stuck in the bent rotation tab which indicates a potential double feed. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred. The first clip was manually removed and another attempt was made to fire the device. The other remarks: next clip was unable to properly load into the jaws of the device. The double feed and bent rotation tab are both indications that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." He reported complaint of "jamming" was confirmed based upon the sample received. One device was returned with its rotation tab bent and a clip partially loaded into the bent rotation tab. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which caused a double feed and would prevent them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that upon squeezing the trigger, the clips would not release from the clip applier and the device would not fire properly. After several attempts, the clips built up at the tip of the applier causing a blockage. Autoendo 5 was given to the biomedical department for further analysis. It appeared that the clips would not release from the clip applier, thus jamming the device from further use. There was no patient injury.